Event description:
Pt had a history of dizziness and weakness. Transtelephonic pacemaker analysis revealed pacemaker failure, characterized by failure to sense. He was admitted on 5/10/95 for pacemaker generator replacement on 5/11/95. The original pacemaker was placed on 1/4/91. On 5/11/95 co pulse generator was removed and replaced with another pacemaker. Post-operatively sensitivity was changed from 2.8 to 11.2 to alleviate oversensing of t wave, however, integrity of the lead was in question despite normal impedence values. On 5/12/95 the pt was scheduled for replacement of defective pacemaker electrode. A new electrode was positioned in the right ventricle with some difficulty where the r wave could not be obtained, but the voltage was 0.3, ma 0.7 and resistance was 436. Removal of old electrode was attempted but could not be removed. It was folded 180 degrees and tied off.